Event description:
It was reported that the anesthesia system had a defective pressure valve. The was no patient harm reported. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. The investigation concluded that the manual ventilation valve membrane in the patient cassette was not in its proper position. After the valve had been readjusted, a successful system check out and function check were carried out. The system was cleared for clinical use. No logs have been available. The cause of the reported issue was an incorrect positioned manual ventilation valve membrane in the patient cassette.

Event description:
Manufacturer's reference number: (B)(4).